Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the glue of the objective lens peeled off likely due to external factors, or handling. The instructions for use states the inspection methods associated with the event in operation manual, "chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited the adhesive around the objective lens was peeled. There were no reports of patient involvement.